Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the lens tore. There was patient contact but no injury. This is one of two lenses used on the patient. See MFR report # 2023826-2007-01080.